Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the screws that attach the panel to the sterilizer were loose causing the reported event to occur. The technician installed new screws, tested the unit, confirmed it to be operating according to specification and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that the top panel on their evolution sterilizer fell off of the unit contacting an employee's head. Medical treatment was administered (skin adhesive).